Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Event description:
Additional information received from the affiliate explained an error in the event and alert date. They explained yes there is an error. Event date is (B)(6) 2014. Alert date is (B)(6) 2014. Apologies for the inconvenience caused.

Manufacturer narrative:
Review of the history device records confirmed the valve, product code 82-3114, with lot number cnjcv7, conformed to the specifications when released to stock on the 2nd october 2012. As product code 82-3114 lot cnjcv7 was not returned for investigation the root cause was not determined, if the valve is returned in the future the complaint will re-opened and the valve investigated. The operators in charge of the inspection and the manufacturing of the product code involved in this complaint were re-trained to applicable procedures. (B)(4) is ongoing to improve the segregation of pyrogen samples. Based on the investigation no additional action required. Trends will be monitored for similar complaint. At the present time this complaint is considered closed.

Event description:
Affiliate reported that the doctors implanted one codman hakim programmable microvalve to a baby, as a ventriculoatrial drainage system. The atrial catheter presented a blood reflux that invaded al the valve, blocking it. The patient presented a valve disfunction system, so they explanted the damaged valve and implanted a new one (823114 again). The same problem happened again, so they explanted the valved and gave it to me in order the determine what could have been the problem. (B)(6) 2014, additional questions were asked if either of the blockages occurred intra-operatively. Response received from customer: they implanted the valve. Some weeks later, the patient came to the hospital with some diseases, so the doctors examined him, and discovered a valve disfunction was happening, due to a blockage. They explanted the valve, and realised the blockage was due to a blood invasion. The implanted a second valve, and the problem happened again.